Event description:
It has been reported to co that the device separated during withdrawal of the device by the physician. The physician had performed three pre-dilitations on the vessel and aspirated. The physician felt high friction when he loaded the stent delivery catheter onto the occlusion balloon wire. The physician tried to remove the stent delivery catheter but it did not move. The physician pulled the proximal end of the occlusion balloon wire and the wire separated. The physician inserted a new occlusion balloon wire along side the separated one and used it to assist in the removal of the damaged wire from the patient. The case was continued with the new wire in place. The patient is reported to be fine.